Event description:
While undergoing a laparoscopic total vaginal hysterectomy utilizing a harmonic scalpel, it was noted that a tiny metal portion of the scalpel jaw was broken and missing. The scalpel was inspected and fully intact at the start of the procedure. The piece could not be located despite a thorough search of the abdominal cavity both visually and the scope as well as search of the area, sponges, straining contents of suction canister and uterine and cervical cavity specimens. An x-ray was done and did not demonstrate the metal piece in the abdominal cavity.